Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿nano-analyses of wear particles from metal-on-metal and non-metal-on-metal dual 2 modular neck hip arthroplasty¿ by zhidao xia, et al, published by nanomedicine: nanotechnology, biology, and medicine (2016), article ID nano-01463, 11 pages, nanomedjournal.com, http://dx.doi.org/10.1016/j.nano.2016.11.003, was reviewed. The purpose of this article was to review the nanoparticle composition on retrieved hip implants that were revised for altr. Retrieved periprosthetic tissue of 53 cases 26 with corrosion/conventional metallic wear particles from 285 revision operations for altr was selected for nano-analyses. The authors used periprosthetic tissue excised from patients at the time of revision for histologic, pathologic, and microscopic examination. They also examined the explanted components for evidence of corrosion and bearing wear. Implants studied: three hip implant classes were selected: mom hra; mom 133 lhtha with cocr metallic adapter sleeve; non-mom dmntha with 134 cocr dmn. A combination of techniques was used for particle identification and analysis. Of the products analyzed, only 3 were depuy (asr resurfacing) products. The remained of the components studied were competitor products. The reasons for revision in all cases was the presence of altr. Results: the asr resurfacing implants (cup and head) were associated with the following findings: elevated blood metal ions: mean co 36 ppb, mean cr 41.40 ppb soft tissue necrosis and bone injury as evidenced by necrotic tissue and microscopic bone fragments found in the excised periarticular tissue metal debris as evidenced by gross and nano ti, co, cr, mo particles visualized in the excised periarticular joint fluid and soft tissue foreign body reaction as evidenced by inflammatory markers in the periarticular joint fluid and soft tissue pseudotumor bearing wear as evidenced by metal particulates embedded in the periarticular joint tissue and gross evidence of wear on the explanted components. Corrosion of the components as evidenced by macro and microscopic areas on both hra explanted products captured in this complaint: 3 asr hra cup and head for bearing wear and corrosion. The authors do not provide any reason for revision of the 3 explanted asr systems other than altr. Patient harms coded: foreign body reaction, blood heavy metal increased, hypersensitivity, soft tissue necrosis, bone injury, surgical intervention, and medical device removal. The authors provided evidence specific to each type of component studied. Only the evidence attributed to mom hra is included within this complaint. "